Event description:
Complainant alleged that during the incoming inspection of the product, the device would not allow the defibrillator to discharge. The complainant indicated that there was no patient involvement in the reported failure.